Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2004. The pt presented with acute st elevation myocardial infarction (mi). Angiography revealed a severe 90% stenosed lesion in the mid left anterior descending (lad) artery. The physician pre-dilated the lesion with a 3.5 x 12mm maverick balloon and then successfully placed a taxus express2 3.5 x 16mm drug eluting stent. The stent was then post dilated with a 3.75 x 12mm quantum maverick balloon. Excellent timi 3 flow was seen distally. No pt injures or complications were reported. Aspirin and plavix were prescribed for six months post procedure. In 2007, the pt presented with chest pain and st segment elevation mi and total occlusion of the previously stented mid lad. Heparin was administered for therapeutic anticoagulation and a bmw wire was successfully loaded into a 2.0 over the wire maverick balloon. The balloon was used to "dotter" the lad and cineangiography demonstrated flow into the distal lad, but a significant amount of thrombus was still noted proximally. The balloon was then used to perform angioplasty to the mid to distal lad. A thrombectomy device was used to perform several passes for clot extraction. At this point, the pt went into ventricular fibrillation. He was shocked three times without restoration of normal sinus rhythm. CPR was then initiated and the pt was intubated. Lidocaine and amiodarone were administered. Cineangiography showed a patent lad, but some clot and residual stenosis proximally. Once normal sinus rhythm was achieve an intraaortic balloon pump (iabp) was inserted. Dopamine and neo-synephrine drips were used to stabilize the pt's blood pressure. A 2.75 x 33mm non bsc stent was then placed in the mid to distal lad and a 3.0 x 30mm non bsc stent was deployed to the proximal lad. The stents were then post dilated using a 3.5 mm quantum maverick balloon with excellent results. A bolus of reopro was given during the procedure and was infused for 12 hrs post procedure. The pt was placed on mechanical ventilatory support and slowly weanned as tolerated.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.